Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and re-established the wireless connection. There are two generations of wireless footswitches used in the field. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown why the wireless footswitch lost connection. Currently, there are no wireless footswitches or base stations available for replacement. Additionally, the customer has the wired footswitch available for procedures. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch did not function during a planned general surgery. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. No harm to the patient has been reported to philips. The procedure was completed by using a wired footswitch. Philips has started an investigation of this complaint.